Event description:
A dialysis facility tech reported a possible air embolism occurred during a pt treatment on a 1550 hemodialysis machine. It was reported that fifteen mins after the start of treatment, the pt complained of pressure on their catheter access. The attending nurse reported microbubbles in the bloodlines, after the blood pump, going to the arterial drip chamber, in the arterial drip chamber itself, and the venous drip chamber. It was reported that the blood levels in the drip chambers were appropriate and that the air detector was armed but there was no air detector alarm that occurred. There was no air observed past the venous drip chamber going to the pt. As a precautionary measure, the pt was placed in the trendelenburg position and administered oxygen (dose and route unk). The bloodlines were re-primed and the treatment was continued with the same bloodlines and dialyzer. Treatment parameters consisted of a 400 ml/min blood flow rate, 700 ml/min dialysis flow rate, 3.5 hr treatment time and post-pump arterial pressure.